Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional data: a manufacturing investigation was performed for the subject device (2.4mm ti va locking screw stardrive 20mm-sterile, part number 04.210.120s, lot number 9604797). A microscopic investigation of the returned subject device shows plastic deformity of the locking screw head thread which is a result of mechanical overloading during insertion. The thread is completely deformed therefore measurements were not possible. Visible signs clearly identify that misaligned position of the locking thread of the screw to the plate as the root cause of the observed deformation. As a result of the damage to the thread, it was not possible to lock the screw as intended. The previously reported device history record review confirmed that this device was manufactured according to specification. The associated lot was released after final inspection with no findings. No manufacturing related fault was detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Other UDI: (B)(4). Implant and explant dates: tried inserting the screws and both failed, not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: please note, this DHR review is for sterilization procedure only: 04.210.120s / 9604797, manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 17 august 2015, expiry date: 01 august 2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.210.120 / 9811921 was manufactured in us, (B)(4). Device history records was conducted for non-sterile. The report indicates that the: (B)(6), (B)(6) 2016, part number: 04.210.120, lot number: 9811921, manufacturing location: (B)(4). Manufacturing date: 07/08/15. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the screws were not locked to the variable angle locking plate. The surgeon tried the first screw but it was not locked and kept on idling. He then tried the second screw; however, it was not locked and kept on idling too. He tried 2.4mm cortex screw instead; and it was inserted successfully. There was a 10-minutes surgical delay. No adverse consequences were reported. This complaint involves 2 parts. This report is 1 of 2 for (B)(4).